Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: june 04, 2014. Expiration date: april 30, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (tfn) trochanteric fixation nail was explanted due to patient complaints of right thigh pain. The fracture was healed and the surgeon agreed to remove the nail for the patient. The helical blade, nail, and 5.0 locking screw were removed fully intact. There was no issue with hardware removal. The implants were swabbed to rule out infection. The surgery was completed successfully. There were no reports of infection. This is report 1 of 3 for (B)(4).